Event description:
It was reported, the patient had an infection in her kidneys and bladder, and was ¿pretty sick.¿

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v864451, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information reported that the patient was prone to urinary tract infections(utis). Patient had no documented uti in the health care professional's records on that date.